Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that high values of sodium occurring, after 30 minutes it shows normal value after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 100 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: they found high values of sodium in random samples, when they rerun it after 30 minutes it shows normal value. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: they are having vitrous 5.0 fs so,they called engineer, he told them this is because gel particles are floating in serum.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules was observed. In addition, testing was performed to evaluate the erroneous results reported. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested were statistically confirmed in terms of both accuracy and precision. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm this complaint for oil gel globules. No definitive root cause could be established for the reported defect.

Event description:
It was reported that high values of sodium occurring, after 30 minutes it shows normal value after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 100 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: they found high values of sodium in random samples ,when they re run it after 30 minutes it shows normal value. Additionally, on 2020-05-12 the bd sales consultant provided the following additional information: they are having vitrous 5.0 fs so,they called engineer, he told them this is because gel particles are floating in serum.